Event description:
Caller reports that pt tested 2.4 inr and 3.4 inr while performing duplicate testing on the same device. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Add'l strip lot that produced result of 3.4 inr; 381a a5, 2/08.